Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had air in the line and disconnected from the pump when the line was gently stretched. The following information was provided by the initial reporter: "one of our IV tubing sets disconnected at the safety clamp today... Our team member received multiple air warnings in the pump and gently tried to stretch the line (this is when it disconnected)."

Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of connection issue - disconnection / air-in-line was verified by sample investigation. Evaluation of the sample received indicates that the infusion set tubing separated where the silicone tubing and lower pumping segment fitting are connected. Further examination of the sample shows that the silicone tubing still had the securement collar still attached to the tubing. Additionally, there is no visual damage to the tubing or the lower pumping segment fitting. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. Based on the information provided by the customer and the investigation of the sample, the root cause for the disconnection of the silicone tubing to the lower pumping segment was the fact that the nurse tried to stretch the tubing in order to eliminate possible air bubbles in the infusion set line. The air-in-line issue could not be replicated due to the sample being damaged. The bd clinical team has been made aware of the nonconformance, in order to determine, if additional training is needed at the customer facility to avoid future issues. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.